Event description:
It was reported that post stent revascularization procedure on (B)(6), 2011, the patient has experienced symptoms of persistent headache, pain when turning the head, shooting pain at the stent site when touched, lip swelling and irritated gums and was seen by the allergist for possible allergic reaction to nickel. The patient was patch tested on (B)(6), 2011, with a small piece of the nitinol stent material. The patch test was negative on (B)(6), 2011; no other treatment was reportedly provided. All available information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implanted date is estimated; reported as (B)(6) 2011 the stent remains in the patient. The lot number was not identified therefore a device history record review could not be performed. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The instructions for use, state that contraindications associated with angioplasty must be considered when using the xact carotid stent system. This includes, but is not limited to, patients with a known hypersensitivity to nickel-titanium. Although a conclusive cause for the reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.